Manufacturer narrative:
(B)(4): baxter follow-up medical assessment: based on the mechanism of action of floseal, the worst-case clinical scenarios that can lead to a death are intravascular thrombosis/embolism or a severe allergic/anaphylactic reaction to the bovine derived gelatin component. Typically these reactions occur in seconds to minutes after the application of floseal, during surgery. The death of this patient occurred 20 days after the application of floseal and thus does not have a reasonable temporal relationship to the product application. In addition, the patient has ben diagnosed with bladder cancer for which he has been undergoing surgery and radiotherapy in the past. It appears unlikely that floseal has caused or contributed to the death of the patient. For certainty the exact cause of death has still to be investigated (autopsy, death certificate) (B)(6). Additional information received from reporter on (B)(6) 2011: the patient's primary care doctor was contacted and indicated that the family did not wish to have an autopsy and that the patient died peacefully in his sleep. Medical records obtained from the rehabilitation facility showed that no adverse events occurred and the patient was subsequently discharged home. The reporter feels that contacting the family is intrusive and would create an undue burden on the family. Additional information received from the operating surgeon on (B)(6) 2011: 10ml of floseal was applied to the patient (per protocol) to the exposed bone and soft tissue; the product sat for 2 minutes and was gently rinsed. Baxter final medical assessment: additional information confirms that from surgery to death (20 days), there were no symptoms or events that suggest a pathology induced during surgery that led to the fatal outcome. Conclusion of previous assessment remains unchanged. (B)(6). The response to the agency's request for additional information (letter dated (B)(6) 2011 / due on (B)(6) 2011) is currently being created. The response will be submitted to the agency through a follow up emdr. This case is being kept on record for trending purposes.

Manufacturer narrative:
(B)(4). This emdr is being submitted to respond to the FDA's request for additional information in a letter on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment:while arterial hypertension and airway congestion are not related to the use of floseal, the cause of death is still unclear and the information received is insufficient to allow a medical assessment and determination of a causal relationship of the death with to the use of floseal.following clinical aspects need to be clarified:1. Course of patient over 20 days postoperatively2. Cause of death(B)(4).--------as we cannot exclude a potential causal relationship between the product and the death of the patient, this case is being conservatively reported.no additional information is available at this time. Baxter is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
(B)(4).summary of study:the aim of the study was to use hemostatic agents to minimize blood loss and to decrease transfusion rates. Floseal is a thrombin based hemostatic agent with unknown efficacy in achieving these goals in total knee arthroplasty patients. We performed a prospective randomized controlled trial on floseal in patients undergoing unilateral total knee arthroplasty with the primary endpoint of assessing blood loss measured through drain output. The hemostatic agent was used intra-operatively. Patient demographic information, operative side, diagnosis, intra-operative details, implant choice, hospital course, laboratory values, vas pain scores and knee range of motion, adverse events and deviations from protocol were collected. ----------------------case details:(B)(6) year old underwent lt. Total knee arthroplasty for degenerative joint disease on plavix & warfarin on (B)(6) 2009. Pt. Experienced increased blood pressure and airway congestion. Was discharged on (B)(6) (pt. Was reported to have died (B)(6) 2009).

Event description:
Additional information received from reporter on (B)(6) 2011: the patient's wife told the office manager that the patient was doing very well after surgery and was happy with the knee replacement. She added that the patient "died peacefully in his sleep." The patient was suffering from throat cancer, which was removed in 2001 and recently suffering from bladder cancer diagnosed in 2009. The patient had surgery, radiation therapy, and a flow up cytoscope, and than was cleared for surgery. The cause of the death is unknown and wil be investigated further.